Event description:
It was reported that the patient presented to the clinic after receiving a patient notifier for non-sustained lead noise. Interrogation of the device revealed the alert was due to non sustained lead noise detection as a result of mismatch between the near field and the far field channel. Programming changes were recommended and patient will continue to be monitored.